Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The left monitor greyscale functions were out of calibration. The tree last shades all appeared solid black on the monitor. Re-calibrated the greyscale. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 had very dark images on the left monitor making some anatomy hard to discern. There was no adverse patient involvement reported. There was no patient information reported.